Event description:
Reporter alleged relative had high blood glucose monitoring device readings of 492, 544, 556, & 571 mg/dl. Reporter stated relative was "acting like a crazy person" so ambulance was called and within 10 minutes their device tested 34 & 68 mg./dl. It was reported relative was treated with glucose by paramedics and hospitalized overnight where pt was treated with glucose anf food. No controls were reported used and test strips were expired. A request was made for the return foe the suspect device and replacement product was sent.